Event description:
Patient experienced inappropriate shock. Log shows events from (B)(6) 2018 recorded as both svt events (51x) and vt events (16x). On (B)(6) 2018, patient received three unsuccessful atp and 1x 40j shocks. Egm showed a/v rate at 188bpm. Lead remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Patient experienced inappropriate shock. Log shows events from (B)(6) 2018 recorded as both svt events (51x) and vt events (16x). On (B)(6) 2018, patient received three unsuccessful atp and 1x 40j shocks. Egm showed a/v rate at 188bpm. Shock converted to nsr. Lead remains implanted. Should additional information be received, this file will be updated.